Manufacturer narrative:
H10. Additional manufacturer narrative: added information to h6 investigation findings and investigation conclusions. Hospital has denied requests for additional information. Per the surgeon, he nicked the surgical valve and there was nothing wrong with valve prior to being nicked. The cause of the event was related to procedural factors. H11. Corrected data: h6 codes impact code and device code.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. A supplemental MDR will be submitted when new information is received and or upon completion of the investigation. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that during aortic valve replacement surgery the surgeon accidently knicked the leaflet causing the valve to not work properly. Per surgeon there was nothing with the edwards surgical valve prior to leaflet being knicked. The surgeon felt he needed to put in as 29 s3 due to edwards surgical valve not working properly. The 29mm s3 was implanted without issues. After deployment the patient was put on ECMO.